Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device will not power up was observed. No repairs performed. The unit will be scrapped.